Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Patient was revised to address dislocation attributed to impingement caused by positioning of the lipped liner, causing pain.

Manufacturer narrative:
Examination of the returned devices finds evidence to confirm the reported problem. The placement of the 10 degree feature of the liner is surgeon choice to best alleviate dislocation based on patient anatomy and need. It is suspected that the feature was inadvertently not positioned optimally for this patient, contributing to impingement and dislocation. The root cause is attributed to surgeon inadvertent use error / surgeon technique. Based on the investigation the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.